Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022. Customer's current blood glucose level was 988 mg/dl. Customer reported blood glucose level of 510, 514, 569 and 547 mg/dl. Customer was treated with insulin pump, manual injection and insulin drip at hospital. Trouble shooting was performed. Customer reported symptoms of high blood glucose such as feeling thirsty and fatigue. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of incident. Insulin pump had received 14 insulin flow block alarms previously. The insulin pump will not be returned for analysis.